Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent premature ventricular tachycardia (with origin in the right ventricular outflow tract) ablation procedure using the decanav electrophysiology catheter and suffered cardiac tamponade requiring no intervention. During the mapping phase, there was a drop in patient¿s blood pressure and effusion was confirmed with intracardiac echocardiography. There was no increase in pericardial effusion over time, but the procedure was discontinued for close investigation of the cause. The physician commented that the causal relationship is unknown. Since there was a drop in blood pressure this event will be conservatively coded as cardiac tamponade under the diagnostic catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent premature ventricular tachycardia (with origin in the right ventricular outflow tract) ablation procedure using the decanav electrophysiology catheter and suffered cardiac tamponade requiring no intervention. In the initial, the status of the manufacturing record evaluation (mre) was omitted in error. Since no lot number was provided, no mre review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).